Event description:
Additional information later received reported the pump was explanted and returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The week prior to this report, the patient had been in for a pump refill and there was a ¿slight¿ discrepancy in volume, but ¿not a lot¿. The patient was going to see the doctor again next week. On (B)(6) 2014, the expected reservoir volume was 10 ml; the actual was 0 ml. This was the first volume discrepancy. The doctor had filled the pump each time. The patient had felt a little tired the last few days. The hcp (healthcare professional) was concerned that the pump may be overinfusing. The nurse stated that the patient was ¿known for drug use¿. She hoped it wasn¿t the case, but it was possible that the patient could have accessed the pump. The patient had tested positive for cocaine in the past. Pump replacement was scheduled for (B)(6) 2014. The device system was delivering fentanyl. On (B)(6) 2014, the patient reported that he was supposed to have the pump replaced today because the doctor discovered that the pump was ¿doing the overinfusion thing on me¿. The doctor told him at the last refill visit that the volume discrepancy was ¿dangerous and entirely too much¿. At that time, the patient told the doctor that he hadn¿t been feeling good the last 1.5 - 2 weeks. After the physician was unable to get anything out of the pump, ¿he throws me under the thing and checks another port in the pump but says the pump isn¿t working right, so we have to replace it¿. The patient didn¿t want to have surgery until (B)(6) 2014, but the doctor said ¿absolutely not¿. The doctor refilled the pump ¿even though he knew it was leaking¿, so he could pull it out of the old pump and put it in the new pump during the replacement surgery; the pump was turned ¿all the way down as far as it will go¿. The patient stated ¿but how in the heck do we know if it¿s gonna give more than it should¿. The patient was notified on (B)(6) 2014 that he had to pay 20% percent for medicare or the surgery wouldn¿t happen. The patient did not go in for the surgery and had not been able to get a hold of the doctor because the office was closed on fridays. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump fluid path significant damage to reservoir septum while implanted, septum is not leaking. Dispense accuracy testing passed. Visual analysis found an area of the fill septum that is damaged. The septum was monitored and tested and no leaking was found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.